Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that patient was supposed to have pump refill this morning at 9am, but her office forgot to schedule her pump refill, so patient was put on schedule for next thursday ((B)(6)) at 9am. Patient stated her patient programmer (ptm) read alarm date of (B)(6) and asked if her pump would alarm. No related symptoms were reported. No further complications were reported.